Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The report that the ipg was revised due to eri was confirmed. Analysis of the returned ipg found that the device had declared eri but had not yet declared eol and device had displayed the ¿replace generator soon¿ image. Longevity analysis confirmed that the device had normal battery depletion due to usage. The device also passed all tests on the ate (automated test equipment) which confirms there were no impedance issues or any anomalies that would contribute to the allegation of ¿occasional¿ loss of therapy. Note: lead/s were not returned along with the ipg for analysis.